Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode due to oversensing the minute ventilation (mv) signal. On the sam episode the impedances were also high out of range, measuring greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred. The patient's right ventricular (rv) lead was a non-boston scientific product. Technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains in-service. This device is listed on the most recent minute ventilation signal oversensing advisory.